Event description:
On august 7th I had a preemployment drug screen. I was told that the urine tested positive for opioids. The nurse asked me if I was any medicine. I told her only valtrex. I asked her if I could take a blood test or another form of test., she said I don't know why you would. She then told me they would put the urine in 2 vials and send it to the lab to be retested. I told the nurse I had eaten a salad for breakfast with poppyseed dressing. She said she had never heard of that affecting the test. I asked her to make a note on my chart anyway. She did. A week later the lab test came back positive for opioids and codeine. I went another clinic (B)(6) and took a urine test that came back negative for any drugs. The next morning (B)(6) I went to the back to the doctor and question her about my test results. I demanded another drug test which came back negative. The employer said they couldn't accept it because it was a week later. So, I went to another lab on (B)(6) and had a 10 panel hair analysis drug screen done. They said it would show any drug usage in the past 90 days. It came back negative for any drug usage. The employer won't accept it. I am a person who has never smoked cigarettes, never tried marijuana. I had a hysterectomy on (B)(6). I only took 5 of the pain pills that the doctor prescribed. Ref report: mw5159392.